Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that about 2-4 weeks ago patient noticed a return of symptoms. Caller said that initially patient experienced about 80-85% improvement in symptom control. When asked, caller said that patient was on antibiotics for a period of time however said that has been off of the antibiotics for over a week. Caller said that healthcare provider office redirected patient to contact manufacturing representative for assistance in making an adjustment. Reviewed therapy information and general programming guidance. With instruction, caller connected to implant, switched programs and increased to setting.. Patient would maintain stimulation level and would continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.